Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coelio appendectomy, when introducing the trocar into the patient's abdomen, the protective tip of the trocar blade cracked and several small pieces of plastic fell into the patient's stomach. They were recovered by the surgeon.